Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high impedances were measured at the lead contacts, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.

Manufacturer narrative:
Correction: b5 and h10 narratives were corrected. D11 was added where it was mistakenly omitted in previous reporting. Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31396; 1627487-2020-31397. It was reported that high impedances were measured at the lead contacts, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-31396; 1627487-2020-31397; 1627487-2020-31420; 1627487-2020-31421. It was reported that high impedances were measured at the lead contacts, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.

Manufacturer narrative:
Correction: b5 narrative was adjusted to include other relevant reference numbers, and d11 was adjusted to correct the product count.

Event description:
Additional information was received that surgery occurred to explant and replace the lead and extensions to address the issue.